Event description:
Dealer is stating that the right arm socket is broken, end user using the arm to adjust themself in the chair. Will be an ongoing issue. Arm was replaced via (B)(4) in (B)(6) 2015.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.